Manufacturer narrative:
The subject device was not returned to omsc for evaluation however the foreign matter was returned to omsc. As a result of the component analysis of the foreign matter, the foreign matter was polyethylene terephthalate (pet). Pet is a resin component used in pet bottles, etc., and is also used as a film material in packaging materials, etc. The foreign matter this time is a film-like material that is not used in endoscopes. Consequently, omsc judged that the foreign matter was material such as packaging materials that had invaded from the outside. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, foreign matter like a piece of vinyl came out from the distal end of the channel when the user brushed after using the subject device. There was no report of patient injury associated with the event.